Manufacturer narrative:
Additional information: d10. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented experiencing dyspnea and spasm. Upon review of an echocardiogram, pericardial effusion was noted due to the cardiac perforation caused by the atrial lead. A drain was placed for the pericardial effusion. The atrial lead was explanted and replaced on (B)(6) 2020. Patient was stable.